Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the motor of the small battery drive device seized, moved heavily and was jammed. It was noted that control-unit had bad wiring, several mechanics were corroded, the motor was defective, and the coupling head was worn out. It was further determined that the device failed pretest for check the off/oscillation/on switch mode function, check the battery case coupling, check the attachment coupling, and general condition. It was noted in the service order that the device had an article defect. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.